Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was 205 mg/dl. Customer reported that existing cartridge was reloaded onto the pump and insulin delivery was successfully resumed.